Event description:
Per the customer they experienced a "shock" when they grabbed the remote that had exposed wires.

Manufacturer narrative:
Per the customer they experienced a "shock" when they grabbed the remote that had exposed wires. Per the customer they received a "small shock and circuit breaker went off in the dining room" and stated their "pacemaker seems to have also stopped working". No additional information was provided after multiple attempts. The sample was requested for evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.